Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., d.1., d.2., g.4., h.6.

Event description:
Healthcare professional reported left-side rupture and capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left-side rupture and capsular contracture, baker grade IV. Device has been explanted and replaced.

Event description:
Healthcare professional reported left-side rupture and capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken striated on anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Capsular contracture: unable to confirm as it is a medical event not related to the device. No further actions are required as the device was implanted.